Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10223. It was reported the patient is requesting to have his entire scs system removed. The patient reported his request is due to lack of efficacy and sub-optimal therapy. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.